Event description:
It is reported that a customer experienced low blood glucose of 40 mg/dl and below. The customer was informed that there could be many reasons for low blood glucose. The customer stated they had just received a new pump and it kept alarming. The customer stated that they had issues with the bayer meter and finding inaccurate readings on their blood glucose. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer stated that they found a big curve on their cannula. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).